Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stored episode from this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on the right ventricular (rv) channel which was oversensed resulting in pacing inhibition and asystole greater than two seconds. Boston scientific technical services (ts) reviewed the episode and noted that the signals on the rv channel do not appear to be physiological and they are not fast enough to be noise and oversensing of the respiratory rate trend (rrt) sensor. Ts also noted that all lead measurements are within normal specification limits. Ts asked the boston scientific representative if it is known what the patient was doing at the time of the episode and the representative stated they do not know. There were no further episodes so the representative will recommend continued monitoring for now and will reach out to the clinic to try to determine what the patient was doing at the time of the episode. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that a stored episode from this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise on the right ventricular (rv) channel which was oversensed resulting in pacing inhibition and asystole greater than two seconds. Boston scientific technical services (ts) reviewed the episode and noted that the signals on the rv channel do not appear to be physiological and they are not fast enough to be noise and oversensing of the respiratory rate trend (rrt) sensor. Ts also noted that all lead measurements are within normal specification limits. Ts asked the boston scientific representative if it is known what the patient was doing at the time of the episode and the representative stated they do not know. There were no further episodes so the representative will recommend continued monitoring for now and will reach out to the clinic to try to determine what the patient was doing at the time of the episode. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that approximately four years later, this crt-d device once again exhibited on episode with noise on the rv channel which was oversensed resulting in pacing inhibition and asystole greater than two seconds. The healthcare provider (hcp) contacted the patient who did not recall anything particular on that day. Ts noted the previous similar event, and the hcp indicated for that previous event, the patient had a procedure to remove melanoma from their skin. Ts stated that perhaps this current event was the same cause. The hcp stated they will call the patient back to confirm. The device remains in-service. No patient symptoms or adverse patient effects were reported.